Event description:
Device returned to manufacturer for analysis with report of pt death. Follow up with hcp revealed pt had pump refilled in 2002 with compounded mso4 50 mg/ml to run at 14 mg/day. All programming went per usual procedure and nothing seemed abnormal. Pt was eating breakfast the next day, family left room for a brief period and when family returned, pt was dead. Pt had attempted suicide 3 weeks before this event. Pt had no prescriptions for oral mso4. At autopsy a very high concertation of mso4 was found in the body. Pump had not been shut off at death. Alarm date was 2003. Hcp does not have a final report re: cause of death and does not feel that pump caused death.